Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Stent: xience 2.75 x 15 mm. Potential causes for stent dislodgement, may include interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure stent dislodgement is not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. It was reported that the sds was attempted to be implanted distal to a previously implanted stent. The xience instructions for use (IFU) states that when treating multiple lesions within the same epicardial vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. It appears that the stent interacted with the previously implanted stent and contributed to the reported failure to cross and stent dislodgement as it was reported that resistance was encountered with the previously implanted stent. The reported failure to cross, stent dislodgement, additional therapy/non-surgical treatment and foreign body removal, appear to be related to the procedure circumstances and there are no indications of a product quality deficiency.

Event description:
It was reported that a xience v 2.75 x 15 mm was implanted in the heavily calcified right coronary artery. Another xience v 2.75 x 15 mm was attempted to be placed distal to the newly implanted xience v. Resistance was encountered with the previously placed xience v, and the stent became dislodged. A non-abbott balloon was used to inflate inside the dislodged stent at 14 atmospheres to successfully retrieve the dislodged stent from the vessel. The final patient outcome was good. No adverse patient effects were reported. No additional information was provided.